Event description:
Spontaneous call from patient who stated she had a defective cassette that gave error message "no disposable, pump won't run" on both of her pumps. Once she changed the cassette, the pumps were fine. Describe in detail any, and all damage to the cassette: cassette was producing error message on both of patient's pumps. Has this incident happened within the past 6 months? No. Has this patient reported a pump malfunction within the past 6 months no. No further information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the cassette available to be returned for investigation? Yes; did we [MFR] replace the cassette? No;p did the pt have add'l cassettes they were abel to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.